Manufacturer narrative:
The malfunction found by the service can be caused by keyboard contacts strongly oxidized or by a displacement of the button's dome. The service inspected and cleaned the contacts. Device evaluated, repaired and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer reported the malfunction of the (+) button.